Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. It was further reported that "liquid leakage was observed at the connector of the patient line during infusion". The transfer set was not impacted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a leak at the patient connector heat seal bead. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing revealed a leak at the patient connector. The reporter condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.